Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
Reference MDR #1219856-2011-00005 for the first event involving the same pt. It was reported that the pt is a transplant candidate. While in the cath lab, the md inserted the teflon sheath into the pt's right femoral artery. The intra-aortic balloon (iab) was inserted into the teflon sheath and placed successfully under fluoroscopy. After 5 mins of intra-aortic balloon pump (iabp) therapy the pump alarmed "high pressure", and the md removed the iab from the pt. There was no reported pt death or injury. The pt received a ventricular assist device (vad) rather than another iab. The iab therapy was interrupted. The pt outcome is "ok". Add'l info received on 12/29/2010 from the sales rep stated "iabp therapy started correctly, but alarms started after 5 min, so they didn't want to lose time anymore. Transferred pt to operating room, putting him on vad which is a stronger support than an iabp".